Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant results with meter compared to lab for 3 pts. Pt #1, inratio: 2.4, lab: 1.9. Pt #2, inratio: 3.6, lab: 4.5. Pt #3, inratio: 4.8, lab: 3.4.